Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product (B)(4).

Event description:
A customer reported that during cataract extraction procedure there were knives that were blunt. The case was completed with no harm to the patient(s). Samples are expected.

Manufacturer narrative:
Five opened slit knives were received in a container with foam tip protectors incorrectly placed on them for the report of blunt blades. The returned samples were visually inspected and were found non-conforming with damaged cutting edges, sample #2 also had a damaged tip. Penetration testing could not be performed due to the damage of the samples. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).